Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her son experienced high blood glucose level. Customer's blood glucose value was 422 mg/dl at the time of the incident and blood glucose level was 345 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.